Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the buttons are not responsive. Customer does not recall any significant events leading to the error, except that pump got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.